Manufacturer narrative:
Clarification d.6a: partial date of implant reported: 2007. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via regulatory agency "intra-capsular rupture" and "changes in breast appearance". This record is for the left side. Device was explanted. Treatment: device removal, capsulotomy.